Manufacturer narrative:
Conclusion: it is my opinion that (B)(6), an (B)(6) female, died as a result of mechanical compression. It is my further opinion that her hypertensive and atherosclerotic cardiovascular disease contributed to her death.

Event description:
Hospice pt died as a result of mechanical compression due to improper installation of full length bed rail by (B)(6).